Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the temperature display failed to work. No other details regarding the nature of the event were provided. The user reported there were no adverse consequences to a pt as a result of this event.